Event description:
It was reported on (B)(6) 2026, during product preparation for an arterial catheter insertion, the spring wire guide (swg)/tube assembly were observed to be kinked in a c-shape upon opening the package. The event occurred prior to use on the patient, and the device was not used. There was no patient involvement. No patient injury, harm, or adverse health consequences were reported in association with this event.

Manufacturer narrative:
(B)(4)